Event description:
It was reported that a small volume infusor did not infuse. The reported expected therapy time was 46 hours; however, after the expected therapy time the device was still full of solution. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 20, 2014 to january 21, 2014. Evaluation summary: visual inspection of the returned device showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was performed in which the unit was observed for flow problems after the distal luer's cap was removed. Flow was observed at the distal luer and continued without stopping. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.